Event description:
The customerk reports repeated hgih readings from her adc meter, which resulted in her increasing her medication. The customer then reports developed a heavy tongue, and her mouth, lips and cheeks were numb and tingling. The customer was diagnosed and treated for severe hypoglycemia in the emergency room. The course of treatment is unk. The results 233 mg/dl, 240mg/dl, 286mg/dl and 257mg/dl were taken within 10 mins and all fell in the a zone of the parkes error grid.